Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. The customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Bg level was addressed with a manual injection. Reportedly, the customer successfully loaded a new cartridge to address the issue.